Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. The right ventricular (rv) lead was found to be fractured. The rv lead was capped and replaced. The patient is a participant in the systems longevity clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154vrc implantable cardioverter defibrillator (ICD) (B)(6) 2006. (B)(4).